Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 6 had damaged/broken components and 1 had a misaligned component. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction event, where it was reported the siderail would drop quickly when lowered. There was no patient involvement.